Manufacturer narrative:
Updated a1, a2,b3, b5, b7, d4, d11 & h4. Although requested, information on a3, a4, admitting diagnosis, relevant history, race and ethnicity were not provided.

Event description:
It was reported that cefepime 2 gram in 50 ml over 30 minutes underinfused. There was no consequences or impact to the patient.

Manufacturer narrative:
Additional information: d11, h6 (patient codes). Investigation conclusion: the report of an underinfusion and failure to alarm was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The starting/ending volume of the fluid container cannot be determined through device logs. Device inspection: n/a, only the pcu event log and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported underinfusion of cefepime and failure to alarm was not identified. Device history review: review of the pump module (B)(6), service history record showed the device had a manufacture date of (B)(6) 2007. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has been previously returned for service 1 time in july of 2008 for the lvp recall. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only event log was provided for investigation.

Event description:
It was reported that during a secondary intravenous (IV) infusion of cefepime, the clamp was not opened or not opened completely. The customer is unsure if the pump alarmed as expected. It was also reported that because of the event, cefepime 2 gram in 50 ml over 30 minutes underinfused. There was no consequences or impact to the patient. The customer would like to know: if the pump alarmed, was the alert volume turned off or lowered, how much of the antibiotic was infused, if their pressure setting is wrong and if that is the reason why they did not hear an alarm, and if it is possible to lock the volume of the alerts so no one can reduce the volume.

Event description:
It was reported that during a secondary intravenous (IV) infusion of cefepime, the clamp was not opened or not opened completely. The customer is unsure if the pump alarmed as expected. It was also reported that because of the event, cefepime 2 gram in 50 ml over 30 minutes underinfused. There was no consequences or impact to the patient. The customer would like to know: if the pump alarmed, was the alert volume turned off or lowered, how much of the antibiotic was infused, if their pressure setting is wrong and if that is the reason why they did not hear an alarm, and if it is possible to lock the volume of the alerts so no one can reduce the volume.

Manufacturer narrative:
Updated a3, a4, b5 & d11 although requested, information on admitting diagnosis, relevant history, race and ethnicity were not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the pump under infused during antibiotic infusion. Although requested, no additional information was provided.